Manufacturer narrative:
No device code entered because it is unknown if there was any malfunction of the device. A follow-up report will be submitted once investigation is completed.

Event description:
It was reported to boston scientific on (B)(6). Patient injury with a quarter size burn at the vicinity of the ground pad during a 60 watt flutter case.